Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l2-l5. It was reported that the tip of the driver broke off during final tightening of the setscrew on the crosslink. The broken piece was recovered. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic examination confirms one retention tab is broken off. Microscopic examination of the fracture surface reveals a fairly brittle fracture surface at the point of initiation, becoming more tortuous as it propagates through the tab. River lines emanating from the stress relief fillet suggest failure due to bend stress overload as the mechanism of failure.